Event description:
It was reported that the customer received a failed self test alarm from his insulin pump. The customer's blood glucose level was 120 mg/dl. Standard troubleshooting was performed. The product was returned. Nothing further was reported.

Manufacturer narrative:
The unit failed a self test due to faulty y1/rfb. The pump was received with a cracked display window corner, broken battery tube threads, reservoir tube lip, minor scratched display window, and missing end cap sticker.(B)(4).